Event description:
It was reported that an l3-021 error appeared during initialization of the control module prior to a breast biopsy. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis site confirmed the customer's complaint of "l3-021" error and ex upgrade needed. They also found the lcd will not stay upright due to the u-handle. The analysis site replaced the vso, u-handle and performed the ex upgrade to correct the complaint. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.